Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" in the right eye. Device not implanted. Surgery was completed with backup xen. No eye injury reported.

Manufacturer narrative:
Device evaluation: one xen 45 glaucoma treatment system (gts) injector was received. A visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed. He needle cover, retention plug, and cam lock were each detached and not returned. The slider knob of the injector was found at the start position, the needle was found extended, and the bevel selector was found in the center position.

Event description:
Healthcare professional reported a xen®45 gts "slider did not operate properly during surgery" in the right eye. Device not implanted. Surgery was completed with backup xen. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time this is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.